Event description:
An olympus employee reported on behalf of the customer, the evis exera elite gastrointestinal videoscope had a dirty lens and poor drainage. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of dirty lens and poor drainage were not confirmed. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Insertion tube had wrinkles. There were curved rubber scratches. The curved rubber adhesive part was missing. Scratches were found on the operation part. The operation part had discoloration. Scratches were found on switch button 1. Scratches were found on the switch box. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. The scope connector had peeling of the plating. There were scratches on the scope connector cover. There were scratches on the right left angle fixing knob. Adhesive on bending section cover had a chip. Suction cylinder was shaved. The control unit was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to contain organic silicone, which means it is possible that it was derived from chemicals such as antifoaming agents, but its origin could not be determined. The root cause also could not be determined. The event can be detected/prevented by following the instructions for use which state in "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope]. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. When using the air/water button. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.